Manufacturer narrative:
Additional product: heartware ventricular assist system ¿ battery. Model #: 1650, catalog #: 1650, expiration date: 31-jun-2023, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2022. Device labeled for single use: no. Patient ime code(s): e2403 ; imf code(s): f26 ; img code(s): g02002 ; FDA device code(s): a0705 ; FDA method code(s): b21 ; FDA results code(s): c21 ; FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two of the batteries exhibited two instances of power switching. There were no alarms recorded on the log files. The batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the instances of power switching occurred when ¿the battery indicator displays 2 memory and 2 memory (originally, one was displaying 1 memory).¿ after logfile review, it was noted that no power switching events occurred and the batteries exhibited normal operation where the number of ¿memory changes¿ were due to the battery capacities being between 24% and 25%. In addition, there were no battery recognition sounds or alarms during the alleged power switching instances.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the two batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal visual inspection of the batteries revealed no anomalies. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. Additionally, analysis of the data log file revealed momentary disconnections involving (B)(6) that did not result in premature power switching events. Momentary disconnections will result in an audible tone or 'beep'. Of note, review of the alarm log file revealed no alarms within the analyzed period. Controller log files also revealed several instances in which (B)(6) had depleted to 24% relative state of charge (rsoc) and would later increase to 25% rsoc after the controller switched to the other power source. The increase in capacity is likely the result of the controller normally switching to the secondary power source after the primary power source depletes below 25% rsoc, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% and one (1) led indicator for capacities below 25%. As a result, the reported power switching and ¿memory changes¿ events were confirmed. The batteries were lubricated prior to release. The most likely root cause of the reported power switching/power disconnect event can be attributed to momentary disconnections between the controller and batteries. CAPA pr00574181 is investigating momentary disconnections. Based on the available information, a possible root cause of the reported increase in ¿memory changes¿ / led lights on the controller can be attributed to a battery going from 24% to 25% capacity after the controller switched to the other power source. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 22-march-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.